Manufacturer narrative:
A broken reservoir tube lip, cracked battery tube threads, a cracked display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the unexpected restart alarm test. All of the buttons functioned properly. However, moisture damage was found on the keypad traces and on the electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported fluid under the lcd display. As a result, there is an issue with the keypad and the buttons do not always work. Customer reported not being able to see the screen. The blood glucose reading was 219 mg/dl. . Advised discontinuation of the insulin pump. Nothing further reported.